Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the hexagonal screwdriver (part # 314.75, lot # 5013233) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was slightly worn. The very distal portion of the tips was rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as the end of life indicators for the device. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:314.75. Synthes lot number: 5013233. Supplier lot number: n/a. Release to warehouse date: jun 08, 2005. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the inspection the hexagonal screwdriver tip was found to be rounding out and losing hex shape. This report involves one (1) hexagonal screwdriver. This is report 1 of 1 for (B)(4).